Manufacturer narrative:
Section d product lot number and expiration date have been updated, as well as g1 manufacturing site and h4 device mfg date. The lancet was received for investigation. The lancet was disassembled but no abnormalities were observed and it operated within specification. The investigation did not identify a product problem.

Manufacturer narrative:
The customer's lancet device was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a retraction issue with a coaguchek xs softclix lancet device. The customer alleged that cap of the device no longer turns and the needle protrudes when the cap is in place. The customer stated that when they insert the lancet, no yellow dot is in the clear window. The customer alleged that did accidentally stick herself with the protruding needle but did not require medical treatment.